Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. The instructions for use that accompany the device also caution that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes (including csf leaks), particularly in high pressure gradient applications. A review of the manufacturing records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that the patient experienced dehiscence with the device. It was also reported that the physician was using proline and putting duraform over it.